Event description:
This patient's mother reported that her daughter's parameter settings were increased at an appointment in (B)(6). It was stated that the patient now feels the device going off all the time and that when the device goes off the patient is having seizures. It was also stated that the patient's vns is not benefiting her and not helping her. Additional information was received from the patient's neurologist's office that the mother had called in stating that the vns keeps providing magnet stimulation with not magnetic field around, causing the patient to have seizures. The mother stated that the vns was not acting normal, and took the patient to the ER but was unable to have the issue resolved. No other relevant information has been received to date.

Event description:
The patient's mother reported that using the vns magnet made the patient's seizures worse and they were stated to be more violent and longer. It was stated that when the patient's device was first turned on the patient was very sensitive to the device and it made the patient's seizures worse. It was stated that since the magnet didn't work for the patient's seizures, the mother would watch the patient have seizures for 26 minutes. No other relevant information has been received to date.